Event description:
The hcp reported the patient presented in 2005 with swelling of the catheter track a culture of the catheter track was reported as positive for staphylococcus. The patient was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the patient experienced no drug withdrawal.